Event description:
It was reported that during equipment inspection, it was discovered that the universal battery charger device powered on but would no charge the battery devices. This event was no related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn electrical components from normal wear out. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.